Event description:
It was reported that the zimmer air dermatome ii handpiece did not run at full speed and did not make clean cuts. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.